Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: bd tubing came apart at a seam in a way that allowed multiple small bubbles to pass through alaris carefusion large volume pump without alarming air in line. The line was 50% air, but the bubbles were small enough to not trigger alarm. There should be some kind of accumulated air alarm that would trigger after a certain amount of air passes through the pump, not just when large bubbles pass through pump.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.